Manufacturer narrative:
The promus element mr ous 4.00 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the stent revealed distal damage. Stent strut rows 1-2 were damaged. The stent was moved distally on the balloon, the proximal end of the stent was moved approximately 4mm from the distal end of the proximal markerband. The manufacturing data for this unit was reviewed and there were no anomalies highlighted. The maximum stent profile was found to be within the maximum crimped stent profile measurement. The bumper tip of the device was examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The balloon was inflated to rated burst pressure and subsequently deflated in 10 seconds. The deflation time is within the specification. The stent was deployed; however the distal end of the stent did not fully expand as the distal end of the stent was moved to the end of the distal balloon cone. A visual and tactile examination of the hypotube revealed multiple kinks along the full catheter length. An examination of the shaft polymer extrusion revealed no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending artery. A 4.00x16mm promus element drug-eluting stent was advanced to treat the lesion however the stent failed to deploy. Upon removal, it was noted that the stent strut was not smooth and was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending artery. A 4.00x16mm promus element ¿ drug-eluting stent was advanced to treat the lesion however the stent failed to deploy. Upon removal, it was noted that the stent strut was not smooth and was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.